Event description:
It was reported that the patient claimed that his inflatable penile prosthesis pump is not working as expected; he stated it takes too long to inflate the cylinders and is painful to manipulate. In-clinic troubleshooting was not successful and it was determined that the pump needed to be replaced. The pump was explanted and replaced. During the procedure, tissue surrounding the pump was observed. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.